Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is female. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term follow-up of children with heart block born from mothers with systemic lupus erythematosus: a retrospective study from the database pediatric and congenital heart disease in university hospitals leuven. Pace 2016; 39:935¿943. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received which contained information regarding epicardial pacing leads. The purpose of the study was to evaluate long-term follow up of pediatric patients with heart block. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced lead fractures and high thresholds. The article noted that two patients received an elective lead replacement during a battery change-out. Patients experienced pericardial effusion and one patient developed pericardial tamponade requiring repetitive punctures to drain the pericardial fluid. The status of the leads is unknown. No patient complications have been reported as a result of this event.